Event description:
A patient reported that their insulin pump had been exhibiting altitude error codes and was unable to connect to the sensor for the past two months. There was no adverse impact to the customer¿s blood glucose level reported. The customer declined further troubleshooting with the pump.